Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an adverse event while the device was in use. The device was programmed to deliver an unspecified IV fluid and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, while the nurse was attempting to plug the device into the ac power outlet located behind the patient's bed, it was reported the metal cord for the light fixture above the bed came in contact with one or more of the metal prongs of the ac power cord. It was reported that sparks were noted and the nurse received an electrical shock. The customer contact indicated the nurse was stunned and experienced chest pain. The customer contact stated that the nurse declined to be examined in the emergency room or employee health area and was reported as "fine." Reportedly, the nurse continued to work for the rest of the shift and returned to work the next day with no further symptoms. There were no reported adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were required for the nurse or patient. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, it was noted that the plug at the male end of the ac power cord was charred. The customer contact indicated that the event was not the result of a device malfunction; however, the event was the result of a user error. The customer contact stated that the user facility will be shortening the metal cords for the light fixtures as a precautionary measure. Though requested, no additional information was provided.